Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It should be noted that boston scientific has received general complaints regarding the header design of this family of devices, specifically related to the number and location of the setscrews. This device has eight setscrews on three sides of the header, which is quite different that the header designs of previous and current devices.

Event description:
Boston scientific received information that during the device replacement procedure, an right atrial (ra) lead setscrew was found to be loose. The physician noted the location of the setscrews on this device were not intuitive and they were easy to miss. It was reported that the ra lead had not worked since the device replacement in 2006, likely due to the loose setscrew. Loss of atrial capture had been observed and the ra lead had been programmed off. The ra lead was tested on the pacing system analyzer (psa) with normal measurements noted. The ra lead remains in use with the new device. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.